Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this implantable cardioverter defibrillator was explanted and replaced due to impedance issues. This device was returned for analysis and no additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator was explanted and replaced due to impedance issues. This device was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, this implantable cardioverter defibrillator was thoroughly inspected and analyzed. The baseline testing completed on the device found no failing conditions. The impedance issue allegation was not confirmed.